Manufacturer narrative:
The commander delivery system was returned inserted through the loader and sheath. The balloon burst was confirmed. Damage was noted on the distal sheath tip, most likely due to the withdrawal difficulty. A kink on the balloon shaft at the double markers was noted, due to packaging. No relevant functional testing was available due to the condition of the returned device. Balloon wall thickness measurements were taken along the tear (radial and longitudinal) on the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. All balloon wall thickness measurements met specifications. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. The complaint for balloon burst was confirmed based on the condition of the returned device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on the returned condition of the devices (balloon burst and distal tip damage on the sheath), the complaint was confirmed for withdrawal difficulty. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the sheath. Alternatively, other patient/procedural factors the can contribute to difficulty retrieving a device including patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, position of the flex tip on the delivery system during retrieval, and/or residual fluid in the inflation balloon post thv deployment. As such, the root cause for the balloon burst and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by the territory manager, at the completion of the deployment of the sapien 3 valve the delivery system balloon ruptured. The valve appeared fully expanded with no leak present. Upon removing the delivery system, it was difficult to get into the 14f esheath. Therefore, they removed the delivery system and sheath at the same time. The patient is stable and doing well.